Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, black particles in the surface of the shell, missing piece of the shell and crease flat. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening, a sharp edge broken assessed as unidentified tear broken and two opening striated in the device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. A broken sharp in the posterior side assessed as unidentified (tear) broken. -missing piece of the shell assessed as to inconclusive. Two striated opening in the device assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.